Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
A getinge representative (rep) visited the facility to perform a battery review for FDA recall. The getinge rep found the cardiosave intra-aortic balloon pump (iabp) unplugged. The rep plugged the iabp and powered it on. The battery in bay 1 was completed depleted. Battery in bay 2 was listed as unusable battery detected in bay 2. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
A getinge representative (rep) visited the facility to perform a battery review for FDA recall. The getinge rep found the cardiosave intra-aortic balloon pump (iabp) unplugged. The rep plugged the iabp and powered it on. The battery in bay 1 was completed depleted. Battery in bay 2 was listed as unusable battery detected in bay 2. There was no patient involvement and no adverse event was reported.